Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca. Approximately 21 months post index procedure the patient suffered a gi bleed. The patient was hospitalized and treated with medication and a transfusion. Investigator has assessed that the event was not related to the device. It is reported that the patient recovered with treatment.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (hemorrhage).

Manufacturer narrative:
(B)(4).

Event description:
It is reported that approximately 25 months post index procedure, the patient experienced the event of hospitalization - blood per rectum (gi bleed). Investigator assessed the event to be not related to the study drug, device or procedure. It is reported that the patient recovered and the event was resolved.